Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. The customer has reported this as an end-user error issue related to training so no device/component will be returned.

Event description:
The customer reported the avea ventilator was on standby mode placed back on operational mode on a patient, the customer reported the ventilator was back on standby mode without accessing functionality. The patient was placed on another ventilator with no harm or injury to the patient reported.